Manufacturer narrative:
Due to limited information, this event is being reported in a conservative manner.

Event description:
A mechanical mitral valve was implanted on (B)(6) 2015 and on (B)(6) 2016, this valve was explanted due to an unknown reason and was replaced with a melody pulmonary valve.

Manufacturer narrative:
A complete manufacturing and material records review for the device has been performed. The results confirmed that the device satisfied all material, visual and performance standards required at the time of manufacture and release.